Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation omnimax screw, catalog #: ni, lot #: ni, unknown wires, catalog #: ni, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices remain implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an omnimax clinical trial patient was noticed with a dehisced anterior vestibular incision (wound dehiscence). During a follow-up appointment the surgeon identified the anterior vestibular incision was dehisced open. It was stated "the issue is moderate in nature and possibly related to the mmf system/movement of the incision. That said, this issue has occurred occasionally with all types of mmf I have used, so the cause is not definitive." Upon follow-up the surgeon reports "I saw her a week or so ago and the incision line was well closed (there was a very small amount of exposed bone on the canine eminence which should resolve still. She was converted to elastics for her mmf and will be returning in another week or so to have the devices removed." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product identities were not confirmed due to the product not being returned. No product was returned and no functional tests or inspections could be performed. No scans, pictures, or physicians reports were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product states in the section titled possible adverse effects: tissue necrosis due to compression on the gingiva. Inadequate healing. Injury or damage to teeth or periodontal structures. The IFU also states in the section titled precautions: the ends of the arch bars may need to be contoured with the adjustment tool toward the tissue to reduce the probability of tissue irritation. And sharp edges should be smoothed to avoid soft tissue damage or irritation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).